Event description:
It was reported that a patient underwent a breast augmentation primary with unspecified mentor gel breast implants and experienced rupture on the left side post-operatively, which was confirmed via CT scan. As a result, the patient underwent removal on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 21, 2025, two saline mentor smooth round high profile breast implants, catalog number 3503250, lot numbers 6509443 and 6451277 were received by the mentor failure analysis lab for evaluation. On may 30, 2025, it was determined that the devices were related to this complaint, but it is unclear which is the initial impacted product. Since both devices were received damaged, and no clarifying information received, both devices were evaluated and will be conservatively reported. Lot number 6509443 will be evaluated in this report. A manufacturing record evaluation was performed for the finished device 6509443 number, and no non-conformances were identified. Manufacturing date: sep/27/2011. Expiration date: sep/30/2015. See manufacturer report number 1645337-2025-06786 for lot 6451277 evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, and microscopic examination of the returned device. Visual analysis of the returned device, determined that the sm hps dv 250cc breast implant was found to have a tear between the shell and the patch on the posterior view. A microscopic examination was performed, and the cause of the tear could not be identified. As the authorization form for examination was not received, the evaluation was limited to non-destructive testing, therefore, thickness measurement was not performed. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. Manufacturer¿s reference number: (B)(4).